Event description:
It was reported the device would not rotate, it would only aspirate. A 2.1mm jetstream device was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the blades on the device would not come up and engage. The catheter would only aspirate. There were no patient complications reported. The procedure was completed with a different device.

Event description:
It was reported the device would not rotate, it would only aspirate. A 2.1mm jetstream device was selected for an arthrectomy procedure in the superficial femoral artery (sfa). During the procedure, the blades on the device would not come up and engage. The catheter would only aspirate. There were no patient complications reported. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage. The functionality of the device was checked by setting up the product per the dfu. The device primed as designed. The device was functionally tested, and the device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint for rotational issues were not confirmed.